Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to okr. Okr checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(6) (okr), it was found the foreign material from suction channel due to the broken tube. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed the foreign material remained in the biopsy channel due to insufficient reprocessing by the user. If additional information becomes available, this report will be supplemented.